Manufacturer narrative:
(B)(4). UDI# - (B)(4). Oxford partial knee system anatomic meniscal bearing large size 3mm thick right medial catalog 159582 lot 170910; oxford partial knee systemsize d with slots hydrozyapatite coated right medial tibial tray medial catalog us166577 lot r3050483a. This product is manufactured by zimmer biomet UK and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet UK manufactures a similar device that is cleared or distributed in the united states under PMA number p010014. The components remain implanted in the patient. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00240 and 3002806535-2017-00241 and 3002806535-2017-00242.

Event description:
It has been reported that a patient enrolled in a clinical study experienced a clicking and pain in the medial right knee as well as clunking upon walking and pain in the suprapatellar pouch approximately two years post partial knee arthroplasty. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.